Event description:
The patient reported that they sensed their heart rate has substantially dropped and that they sometimes get winded. The device remains in use. No further patient complications have been reported a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.